Event description:
A report was received that the trial patient was experiencing a burning sensation and a tremendous amount of pressure in her legs whether the stimulation was on or off. The physician prescribed her lyrica. An x-ray confirmed the leads were in the correct position. The patient had the trial leads pulled early and her symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: trial linear st lead, 50cm. The explanted percutaneous leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the percutaneous leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.